Event description:
It was reported that the pt still had pain in the upper back and could "barely move" after reprogramming in late (B)(6)2009. The pt had met with the company rep 3 times since this event. It was noted that the pain in the back and neck was not due to device. However, during an impedance check, a number of electrodes were "dead". The rep was going to contact the pt's physician to determine the next steps.

Manufacturer narrative:
(B)(4)